Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt did not wear a mask and performed capd (continuous ambulatory peritoneal dialysis) without having proper training. On an unreported date, the pt was hospitalized for the event. The pt was treated with an injection of fortum 1gm/day and vancomycin 2gm weekly (dates unspecified). At the time of this report, the peritonitis was resolved and the pt was recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.